Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. There was some difficulty grasping the leaflets with the clip arms prior to lowering the grippers. The clip was deployed; however, during gripper line removal, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). There was no resistance noted during removal of the gripper line. A second clip was implanted for stabilization, reducing the mr to 3-4. The patient was confirmed to have a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated the reported single leaflet device attachment (slda) in this incident appears to be due to a combination of patient morphology/pathology (posterior leaflet cleft) and procedural circumstances of gripper line removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.